Event description:
It was reported by service report that the patient head right side rail is stuck in the up position and won't lock, the power cord is damaged, and the scale is not accurate. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: timing link and local cell.